Manufacturer narrative:
Product complaint (B)(4) investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a previous device history record (DHR) review was performed on (B)(4). 12 parts were manufactured per specification and all raw materials met specification. No parts were scrapped from lot 3536663. One non-conformance found associated with lot 3536663. Nc-009682 is associated with lot 3536663. This is a planned nc to add a second associate visual inspection step at laser for all products lasered on lasr0007. This nc has no impact on product.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address possible infection. Tibial loosening at the bone/cement interface was also reported. Depuy cement (x2) was used. Doi: (B)(6) 2013; dor: (B)(6) 2015 (lt knee).